Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed by the submitted photo. The account reported that the patient had a separation of their distal end driveline bend relief from the controller connector. The patient had the damaged portion of driveline repaired with rescue tape and a clamshell was not installed. The patient remains ongoing on ventricular assist device support with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30nov2012. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that the clamshell was never installed. Attempts to contact the patient and bring them back to clinic had been made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and has damage/exposed wires on the driveline proximal to the system controller. It appears that a clamshell could benefit this patient. The lvad working as intended. Rescue tape was put on by clinician.